Event description:
Additional information was received from the customer: the intended procedure was completed with another device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. The device did not display an image because of a defective charge-coupled device (ccd) unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the hd autoclavable camera head showed only a black image. The camera head was recognized by the processor, contacts have been checked, but the image remained black. The event occurred during preparation for use. There was no report of patient involvement or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.